Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the end user experienced pump set tubing coming apart at the cassette, especially when priming. Additional information received from the customer stated that there was a leak as the tubing was disconnected. There was no patient harm reported.

Manufacturer narrative:
Additional information: h2, h3, h6. Investigation summary: the customer reported the pump set tubing was coming apart at the cassette when priming. Additionally, leaking occurred when the tubing disconnected. A review of the device history record was unable to be completed due to the lot number being unknown. A trend review for the reported failure of disconnection and leak did not identify a trend. Three (3) used samples were received for evaluation. Visual inspection and functional testing performed confirmed the reported complaint of detached line from the cassette. The confirmed product failure is related to tubing diameter being out of specification, thus, tracing the cause to manufacturing. An investigation has been initiated to determine the root cause of this device failure and corrective actions have been implemented for the extrusion process of tubing line. Additional actions will not be taken at this time. This product issue will continue to be monitored and trended.